Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported incidents of open capsules over the past two years that occur during femtosecond laser assisted cataract surgery. The doctor stated the capsule tears occur when spinning the intraocular lens after hydrodissection. It was observed the doctor opens the primary incision with femtosecond cases before stabilizing the anterior chamber with viscoelastic. It was advised viscoelastic should always be used prior to opening the primary incision. The doctor will increase the capsule size moving forward with cases.

Manufacturer narrative:
The system was checked by the company representative before cases and there were no issues found. There were six cases observed with while the clinical application specialist (cas) was onsite. All cases went well and all capsule tear were managed well. The surgeon's current capsulotomy size setting was listed to have been 4.8mm. The surgeon and cas both concluded to increase the capsule size to a 5.1mm. The surgeon confirmed liking the increase in the capsule size and would use the setting on future cases. The root cause of the reported event can be attributed to incorrect capsule size settings and surgical technique. The manufacturer internal reference number is: (B)(4).